Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the catheter shaft broke. In 2005, while advancing the taxus express2 2.5 x 8 mm drug eluting stent into the guide, the catheter shaft broke in hald. There were no reported pt complications and the procedure was completed with another of the same device.